Manufacturer narrative:
Visual inspection of the driver revealed no damage or abnormalities, and the driver successfully passed all functional test requirements. Additionally, an extended observation run was performed where no alarms or abnormalities were produced or observed. The customer-reported alarms could not be confirmed or reproduced during investigation testing; therefore the root cause could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4634 follow-up report 1.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the freedom driver from performing its life sustaining function. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was switched to a backup driver without any adverse patient impact.